Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory on (B)(6) 2019, and it was investigated on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The delivery device was returned outside of the loading device. Aortic cutter was also returned. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.